Event description:
It was reported that during a cryoablation procedure, the first sheath had a lot of bubbles in it. The case was completed with cryo. No patient complications have been reported as a result of this event.